Event description:
It was reported the d820 table (s/n: (B)(4)) has been reported to drop intermittently when there is weight applied and they perform the level function. This has happened twice during the span of about 3 weeks. Neither patient was harmed, and neither was oversized. When the table was moved from different positions into 'level', the height dropped suddenly 4"-6". The initial reporter stated that the unintended movement occurred during a procedure after incision on one occasion. There were no reported injuries or adverse consequences.

Manufacturer narrative:
It was reported to stryker that during a case, an operon d820 with sn (B)(4) appears to be dropping intermittently when there is weight applied and the table level function is actuated. This type of occurrence was reported to occur two times over the course of 3 weeks. On both occurrences the staff commented that ¿neither patient was harmed and neither patient was oversized.¿ it was also reported that when the table was moved from different positions into ¿level¿, the height dropped suddenly 4-6 inches¿. A stryker field service technician (sfst) was dispatched for investigation and the customer put the case on hold until 8 aug 2022. During the initial visit, the sfst performed functional testing on the table with patient weight but was unable to duplicate the issue. The sfst contacted the initial reporter at the account to gather additional details regarding the patients. The initial reporter stated that the unintended movement occurred during a procedure after incision on one occasion. There was no report of patient injury or injury to staff nor was there a delay in surgery. Both the service records and the device history record (DHR) for the surgical table were reviewed. According to the DHR the table was manufactured in 2012. There were no failures noted during the manufacturing or final quality inspection process. The service ticket database was reviewed and there were no prior service tickets entered into the system for this table. Based on the staff interviews, the physical evidence, the DHR and service history reviews, and the field service investigation the exact root cause of the unintended motion is unknown. The most probable root cause would be collision of the table with other equipment in the room or user error. This case is still under investigation. As was reported, there was no adverse event or reported injury to either the patient or surgical staff. If further information is obtained, a supplemental will be filed.